Manufacturer narrative:
Device remains in patient. This is the final report.

Event description:
A report was received that the patient underwent a pocket revision to move the pocket location from the hip to the abdomen. After the revision, the patient is reportedly doing fine.